Event description:
It was reported that the downstream occlusion (dso) seal was cracked. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. The customer report indicated a cracked downstream occlusion sensor (dso) seal issue. The complaint concern was replicate. The dso seal was replaced. Performance verification testing was performed, the device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.